Event description:
The pt (B)(6) received their scs system on (B)(6)2006. It was reported that the pt was experiencing overstimulation sensations. The extension was explanted on (B)(6)2007. It was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension fails continuity. Channels 6 and 7 measure open. Visual inspection shows one wire cut at the location of the cut in the header. The cut to the header is in the location of the channels 6 and 7 ball seals. It is unk when or how the extension header was cut. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.